Event description:
Medtronic received a report that the apollo catheter ruptured during flushing. The apollo ruptured in the orange zone during flushing, pre-procedure. Before, the traxcess guide wire was placed in the catheter and jammed in the same place where the rupture occurred. The same traxcess was later successfully used in the marathon catheter. The break was found during use. There was friction/difficulty during injection. There was no force applied during delivery or removal. The catheter tip was not entrapped/stuck there was not any vasospasms. The catheter was not stuck inside the guide catheter. There were no surgical or medicinal interventions required. The location of the break was on the distal end of the catheter. The devices were prepared as indicated in the IFU. Ancillary devices include: traxcess guidewire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: equipment used: vis ((B)(4)ruler ((B)(4)). As found condition: the apollo micro catheter was returned inside of the biohazard bag and a shipping box. There was no traxcess guidewire returned with the catheter. Visual inspection/damage location details: the apollo usable length was measured to be ~165.5m which is within specification and the distal floppy length was measured to be ~26.0cm which is within specification. The apollo distal tip and marker band were found to be flattened. The entire surface of the apollo micro catheter body was examined under magnification. The apollo micro catheter body was found to be ruptured at ~17.3cm from the distal tip. In addition, the catheter body was also found to be kinked at 45.0cm from the hub. Testing/analysis: the traxcess guidewire has a labeled outer diameter (od) of 0.014". Per the apollo IFU: "the maximum guidewire od is 0.010". Therefore, the traxcess guidewire appeared to be incompatible for use with the apollo micro catheter. The apollo micro catheter was pressurized with water and found to be patent. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter ruptured¿ and "catheter resistance" were confirmed as the returned apollo micro catheter was found ruptured. In addition, the distal tip, marker band and body were found damaged. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance. Furthermore, the traxcess guidewire found incompatible for use with the apollo catheter. There was no non-conformance to specifications identified that led to the reported issues. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that flushing was the direct cause of the rupture.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.